Event description:
The target lesion was the mid left anterior descending (lad). The lesion was de novo. The vessel was calcified, but not tortuous. There was 99% stenosis. Femoral approach was chosen for the procedure, which was an elective case. An 8fr brite tip guide catheter was engaged to the target lesion. A rotablator was used at the target lesion to treat the calcification. After that, predilation with a balloon was conducted and ivus was conducted. A 3.0 x 33mm cypher stent (lot number i0806063) was delivered and was being implanted at the target lesion. While inflating the cypher at 10atm, the balloon ruptured below nominal pressure. Therefore, post-dilation was conducted for the under-dilated stent with a 3.0 x 12mm high-pressure balloon. Another 3.0 x 33mm cypher stent was deployed proximal to the previously implanted cypher stent. Post-dilation with the delivery system was conducted on the distally implanted cypher and the procedure was finished successfully. There was no reported pt injury. Physician noted that the calcification may have caused the balloon burst.

Manufacturer narrative:
This device cjs 33300 (lot number i0806063) is distributed outside the united states; however, it is similar to the united states product cjs 33300. The product is available for analysis. Additional info will be submitted within thirty days upon receipt.